Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a piece broken off at the top of the reservoir compartment. Blood glucose level at the time of the incident was 202 mg/dl. Customer stated that her blood glucose level was below 50 mg/dl, but was treated with food. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump received with currents in spec. Unit received with broken off reservoir tube lip. Reservoir unable to lock in place and unable to performed occlusion test due to completely broken off reservoir tube lip. Device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip, reservoir tube cracked and missing end cap sticker and cracked lcd window.